Event description:
It was reported via repair work order that the foot end brakes would not hold due to missing brake retaining rings and the IV pole could fall in an unintended direction due to loose IV pole socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.